Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instabilitymaterial analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture (implant shoulder).

Event description:
Implant fracture (implant shoulder).